Event description:
A malfunction alarm with code malf 24 was reported, and it was determined that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery. Customer technical support decided to send a replacement pump because the original was not resettable and was still under warranty. The customer was informed that they would receive a pump with updated software and was instructed on how to return the faulty pump using a pre-paid label.